Event description:
While upon arrival to the scene of a male patient in cardiac arrest, the device was attached to the patient via pads. Two attempts were made to charge the device to 200 joules and the device displayed a "defib error" message. The battery was changed. The cable connections were checked, and the pads were replaced. The device then displayed a "leads off" message and then shut off. Complainant indicated that the patient subsequently expired.